Event description:
The customer reported to physio-control that their device did not complete its boot cycle during the daily morning check. The device's auxiliary power, battery charging and service indicator leds flashed. The on button's led flashed as well. The device's display was on, but faintly. After a few seconds the device powered off automatically. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Follow-up information: physio-control evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a crystal, designator y1 on the single board computer (sbc) of the system pcb assembly which intermittently stopped oscillating. This caused a no boot-up situation. During testing with another sbc installed, the system pcb assembly functioned properly.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.